Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reax1145 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that catheter power PICC successfully passed through right braquial vein. It was stated that during the guide wire removing procedure, it left unwrapping one of each other and broke. When the catheter was totally removed, it was disintegrated.